Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08765 inches.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of above 600mg/dl. The customer's experienced different blood glucose level was 181, 340, 260, 295, 580 mg/dl. The customer was treated with 3 units, IV fluids. Troubleshooting was done. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.